Manufacturer narrative:
Device evaluation: 1 x unknown double pigtail biliary stent of unknown lot number involved in this complaint was not returned to cirl for evaluation. Therefore, a document-based investigation will be carried out. Document review: prior to distribution, all double pigtail devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the unknown double pigtail biliary stent could not be complete as the rpn and lot numbers are unknown. It should be noted that the instructions for use (ifu0045-7) states the following: ¿intended use: ¿to drain obstructed biliary ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ it may be noted that file was created to capture the off-label use that use of placing biliary plastic stent in wopn(walled-off-pancreatic necrosis) resulting in migration and bowel obstruction requiring intervention. Endoscopic transmural drainage of walled-off-necrosis is considered off-label use since the IFU clearly mentions ¿intended use: ¿to drain obstructed biliary ducts". The patient also had an history of alcohol use presented with necrotizing pancreatitis. A possible user error of exceeding the maximum 3 month indwell period is also noted here secondary to the off label use as the journal mentions ¿¿the patient recovered uneventfully but presented 1083 days later to the emergency department with abdominal pain, nausea, and vomiting.¿¿. The precautions section in the IFU states ¿¿ this device should not be left indwelling for more than three months or as directed by a physician¿¿. The minor bowel obstruction was due to the stent migration. However, the medical advisor has confirmed that the root cause for the complication can be attributed to the off label usage associated with the device. Root cause review: a possible root cause could be attributed to off-label use of the device, when the device is outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Summary: complaint is confirmed based on customer testimony. The patient didn¿t require any secondary intervention as a result of the outcome. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint received from internal personnel via e-mail on (B)(6) 2021--did (B)(6) 2021. As reported to customer relations: "varadarajulu 2011, endoscopic placement of permanent indwelling transmural stents in disconnected pancreatic duct syndrome: does benefit outweigh the risks? Patient #2: a (B)(6) male patient with history of alcohol use presented with necrotizing pancreatitis. A CT scan of the abdomen revealed a wopn measuring 100 _ 80 mm located in the body of the pancreas. Ercp demonstrated a disconnected duct at the pancreatic body region. The patient underwent eus-guided drainage with dilation of the gastric transmural tract to 15 mm and placement of two 7f, 4-cm double-pigtail stents. The post procedure course was uneventful, but the patient presented 819 days later with abdominal pain, nausea, and vomiting. A flat plate x-ray of the abdomen revealed 2 double-pigtail stents in the distal small intestines causing bowel obstruction. The patient refused surgery and was managed conservatively with a nasogastric decompression tube and intravenous fluids. Three days after admission, the stent migrated more distally and was lodged in the proximal colon. Polyethylene glycol was administered via the nasogastric tube, and the stents passed spontaneously with his bowel movement. Exact rpn cannot be confirmed but possible rpns include: zso-7-4, zebd-7-4. File is being opened to capture off label use of placing biliary plastic stent in wopn resulting in bowel obstruction, migration and requiring intervention / user error of leaving stents indwelling greater than 3 months.